Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to perform a reboot of the intellivue mx700 patient monitor. Based on the information available, the exact cause of the reported problem is unknown. A reboot of the intellivue mx700 patient monitor was performed. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malf. Inop was displayed on the intellivue mx700 patient monitor. It is unknown if sound was still coming from the device at the time of the inop. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a speaker malf. Inop was displayed on the intellivue mx700 patient monitor. It is unknown if sound was still coming from the device at the time of the inop. The device was in use on a patient. There was no report of patient or user harm.